Manufacturer narrative:
Unknown exact date; reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received device history records was conducted. The report indicates that the: part mfg date: 04/30/2015 part exp. Date: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7993398 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed a review of the raw material device history record revealed this lot (7848460) met all specifications with no anomalies noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient reported pain after implantation of a trochanteric fixation nail (tfn) in (B)(6) 2015. After an x-ray on an unknown date, it was found that the helical blade was never locked and had protruded through the femoral head into the acetabulum. The surgeon removed the nail, blade and locking bolt and revised the patient to a total hip replacement. There was no surgical delay. The procedure was successfully completed. The patient outcome was reported as stable. This report is 1 of 1 for (B)(4).